Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving replace battery alert/replace battery now alarm and crack at the back side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. Customer reported a crack from the battery component till the bottom of the pump. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. Instructed the customer that they can continue to use the pump until replacement arrives if they install a new battery. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 8 hrs per the pump history records. Battery cycle 46.0 received the lowbatteryalert (104) on 08/08/2025 12:59:00 faster than expected at 0.0 days. Battery cycle 42.0 received the lowbatteryalert (104) on 08/08/2025 12:37:00 faster than expected at 0.0 days. Battery cycle 37.0 received the lowbatteryalert (104) on 08/08/2025 12:29:00 faster than expected at 0.0 days. Battery cycle 30.0 received the lowbatteryalert (104) on 08/08/2025 12:21:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 8 hrs the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, serial number label missing and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.